Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for an implantable cardioverter defibrillator changeout procedure. Upon review, the device exhibited an unspecified malfunction and was explanted and replaced.

Manufacturer narrative:
An implantable cardioverter defibrillator was returned for an unspecified malfunction. Interrogation revealed the device was above normal elective replacement indicator (eri). No anomalies were noted.